Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6)2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional, but volume was very low.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. Further unit interior tests showed glue contamination found on diaphragm and glue residue was observed on the speaker case. The complaint of low audio output is confirmed. The root cause was determined to be an assembly error.